Event description:
Incident reported as: during surgery, the bullet popped off inside the patient and was not retrieved. No attempt was made to locate it or remove it. No patient injury.

Manufacturer narrative:
No additional information available at time of this report. No sample available for evaluation. Evaluation; method - no sample received for evaluation. Results - claim unconfirmed. Conclusions - internal corrective action was initiated to address this and similar issues. This CAPA was to implement corrective actions that will minimize recurrence of the customer's claim.